Manufacturer narrative:
Product event summary: the device was returned and analyzed.the analysis was performed and no anomalies were found.

Event description:
It was further reported that the leads exhibited oversensing and no capture. Additionally, the device exhibited sensing difficulty, no pacing output and possibly converted to unipolar.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) showed high thresholds from the leads and then again after lead revision. The leads remain in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.